Manufacturer narrative:
The arrow buttons did not respond due to corroded keypad traces. No scrolling numbers on the display noted. The pump also had minor scratches on the display window, cracked battery tube threads, a broken belt clip slot, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the numbers on the screen of the insulin pump started scrolling when trying to deliver a bolus. It was stated that the buttons were sticking and not responding properly. Customer experienced high blood glucose of 454 mg/dl; treated with manual injection. Nothing further reported.